Event description:
It was reported that a et45b was used during a lung volume reduction. It was reported by the affiliate that the instrument cannot be opened. There was no consequence to the patient.